Manufacturer narrative:
(B) (4) respiratory depression - (B) (4)

Event description:
It was reported the pt experienced an overdose with dizziness, drowsiness, and respiratory depression. This occurred following a refill session. It was unk if a procedure caused the problem; programming was confirmed as correct. The pt was hospitalized. The pump was used to deliver morphine compound and fentanyl.